Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. (B)(4).

Event description:
A nurse reported that in the past 1-2 days, the patient experienced an anal pressure ulcer which measures 1cm x 1cm with no depth noted. Initially, the area was identified as an anal fissure, and then was later identified by nursing staff as either an anal pressure ulcer or tubing necrosis. It was further reported that it is unknown when the device was inserted for management of liquid stool. Reporter stated that the patient has a syndrome which results in his limbs being rigid - it is unknown if that was a contributing factor. The device was discontinued, per standard procedure, when the patient was discharged to a long term care facility. After removal of the device, the nurse decided to apply (B)(4) protective barrier to the area; this was not a physician's order.